Manufacturer narrative:
One cadd extension set was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. A review of the manufacturing process was conducted by a quality engineer in order to verify that there are no situations or practices that could create the event as described. A sample of 32 units was taken in order to verify that all bonds were properly bonded and for damaged components; no discrepancies were found. No root cause has to be determined since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths cadd extension set leaked during the administration of fluorouracil. It was reported that it's possible that the leak was from the connection between the cassette and the extension set. The medication was supposed to be infused over a one-week period; however, due to the malfunction, two days of treatment were missed. The medical doctor chose to restart the dose at a different scheduled time. There was no reported injury to the patient.